Event description:
New information received noted that the lead was capped on (B)(6) 2025.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing of noise. This noise resulted in pacing inhibition. Programming changes were recommended but not yet implemented. The patient was stable.

Manufacturer narrative:
Correction: implant date mistakenly reported as (B)(6) 2022, now updated to (B)(6) 2017.

Manufacturer narrative:
Correction: previous report submitted for surgery update in b5 without corresponding updates to section b, g and h. Now corrected.